Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to grasp leaflets and tissue injury were unable to be determined. The reported worsening mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted. To further reduce mr, an additional clip was inserted, but after several grasping attempts, tissue damage was observed the anterior leaflet. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr increased to a grade of 3-4. There was no clinically significant delay in the procedure.